Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the ventricular lead exhibited a loss of capture at 7.5 v and 1 ms and a sensing anomaly. The lead was capped.